Event description:
Shock impedance > 150 ohms on home monitoring. Patient had previous lead extracted, and this lead implanted on (B)(6) 2020. 2 days after implant lead began reporting shock impedance <150. Patient brought to office on (B)(6) 2020, and in office 5/5 measurements showed impedance in normal range. No noise could be elicited and postural testing was also completed. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.